Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. A bend in the lead was also reported near the suture sleeve. A revision procedure was performed wherein the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. Analysis confirmed th distal high voltage cable was fractured approximately 25 cm from the terminal pin. As a result, the clinical observations were confirmed.